Event description:
Found during testing. According to the reporter, the device would not power up in ac or battery. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. Physio replaced the power supply assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use. Further evaluation of the replaced assembly observed that fet transistors, designated q1 and q2, were electrically shorted.